Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The device was returned with a microcatheter. Visual and microscopic examination of the returned device found that the delivery wire was not returned for analysis. The main coil was protruding from the catheter distal tip, the main coil was stretched and broken and the main coil junction (proximal end of main coil) was not returned. Procedural fluid was noted on the main coil. The main coil suture was damaged (physical break). Blood was flushed from the returned catheter. The communication log states that a renegade microcatheter was used. As per the dfu "target xxl detachable coils are compatible with stryker neurovascular 2-tip marker microcatheters with a 0.48 mm [0.019 in] internal diameter". The microcatheter used has a much larger internal diameter than recommended which is likely to have contributed to the reported events.

Event description:
Based on the result of the investigation of the returned product, it was found that the main coil was broken. There was no clinical consequences to the patient.